Manufacturer narrative:
Section d4 & h4: this information could not be provided as the serial number of the device was requested but not provided. Manufacturer's investigation conclusion: a direct correlation between the device and the reported blood leak, decreased flows, and tamponade could not be conclusively established through this evaluation. The reported events could not be confirmed through this evaluation. A specific cause for the reported events could not be determined. The pump serial number was requested but not provided. No log files were submitted. The device was not returned for analysis. The hm3 lvas IFU lists bleeding and pericardial fluid collection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU contains instructions for de-airing the pump and states to obtain hemostasis prior to closing all wounds. The IFU also provides information about the pump flow display and the low flow hazard alarm. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: updated with the correct model number. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 10 days. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that the patient had low flows and tamponade. The patient returned to the operating room for re-exploration. Needle hole ooze by the outflow graft to the ascending aorta anastamosis site was found. A left hemothorax was also found. No additional information was provided.